Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device¿s (vcd) balloon ruptured. No patient injury was reported. No further additional information was provided. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The device history record (DHR) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1733101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device¿s balloon ruptured. No patient injury was reported. No further additional information was provided.